Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: tprlc xr t1 pps 16x152mm mm t1 cat# 51-105160 lot# 3873633; tloc 133 mp sp t1 ppsho 6x97.5 1 cat# 51-109060 lot# 2704424; tprlc 133 mp type1 pps ho 17.0 m t1 cat# 51-107170 lot# 3791250 foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00882, 0001825034 - 2020 - 00884, 0001825034 - 2020 - 00885.

Event description:
It was reported that sterile packages were identified as damaged. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.